Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen unable to toggle between the alphabetic and numeric keypad when entering the transmitter ID. Reportedly, after the pump was reset, the customer was able to enter the transmitter ID. There was no information provided regarding the customer's blood glucose level. Customer reported the load sequence would be completed and insulin would be resumed.